Event description:
(B)(4). Caused migraines within 3 days and never had migraines, now they are very frequent, even after stopped birth control, severe pain in tube and cervix area for a week before, week of and week after period.